Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was not resolved. Cause reported as unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6b- (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
Corrected data: after further review. The initial MDR in not applicable. Following receipt of new information and review of staar's medical affairs team, it was concluded that the reported incident is not indicative of a malfunction or serious injury. No adverse event occurred. Please disregard previous MDR reports. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens remains implanted. The cause of the event was reported as the unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.